Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Patient stated that the gauze was hanging and so was the wires, it did not look good. Patient wanted to get the wires to stop hanging and wanted to get the gauze off, advised patient to reach out to doctor's office. Patient was concerned that wire had come out of incision area and the gauze was very bloody and wanted to remove it. Patient did not provide data because was unsure if it was still working. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.